Event description:
Customer reported that while the device was in use in the early morning of 7/28/99, the device set hfv rate was observed to change. There was no change in the pt condition as a result of this event. The device was removed from the pt and was placed on another ventilator. The problem was duplicated by the facility and by the npb svc rep (the device was set to approx 16 hz, dropped to 5-6, then returned to 16 hz again. Attempts were made to repair the problem in the field, but the origin of the problem could not be determined. The device was ultimately returned to the factory for add'l investigation.